Manufacturer narrative:
(B)(4). Date sent: 04/21/2021. D4: batch # u5cm04. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with staples present, an anvil with a cut washer, and a battery with a drain slider in the draining position. The washer was likely cut by a different device. The battery was drained of power. Green checkmark was not present when an engineering forward battery was installed. The device fired normally. Additional firings were performed at high, mid, and low-b without issue. The customer product experience was not reproduced during analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to would not fired, the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. Insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired during use. The intestinal tract was recut by the echelon because the trocar was inserted already, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.